Event description:
Customer alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back on the aviva system: 80 mg/dl & 41 mg/dl with low blood glucose symptoms; self-treated with juice and breakfast and felt better; and 172 mg/dl & 68 mg/dl; self-treated with a banana and felt better. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.